Event description:
As reported by the edwards field clinical specialist, the retroflex3 delivery balloon ruptured during device prep. A tear was noted along the length of the balloon. The delivery balloon was being inflated inside the crimper sizer with approximately 21cc of contrast solution when the rupture occurred. The balloon was not tight in the sizer and could be moved with little effort. The sapien valve had not been placed on the balloon at the time of the rupture. The inside of the sizer was checked and nothing abnormal was observed. A second delivery system was prepped with the same crimper without incident.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The device was returned to edwards for evaluation. The crimper was not returned for evaluation. A visual inspection of retroflex3 balloon revealed no surface defects, such as scratches, fish eyes, gel spots, or other abnormalities. A longitudinal tear was observed along the length of the balloon, which slightly propagated in the radial direction near the nose cone. A dimensional analysis of the single and double wall thickness at the distal, middle and proximal sections of the balloon revealed that the device met manufacturing specifications. A device history record (DHR) review of the affected work orders did not reveal any issues that could have contributed to this complaint. A lot history review did not reveal any similar complaints. The complaint was confirmed for a balloon burst, but the evaluation revealed no indication that a manufacturing non-conformance was the cause of the reported complaint. During manufacturing, the following inspections of the balloon and delivery system occur: the balloon component is 100% visually inspected for defects and cosmetic appearance under magnification. The balloon components¿ burst pressure is tested on a sampling plan and 100% dimensionally inspected. The balloon component is inflated to ensure proper size and inspected for separation at bond sites, deterioration, mechanical damage, and contamination. The delivery system is leak tested after the balloon is pleat and folded. The balloon is 100% visually inspected for all bond joints. Balloon fatigue and burst test is performed in product verification testing. Balloon gage on the crimper is 100% inspected to ensure that the inner diameter of the gage is smooth without any burs, protrusions, or other damages. The visual inspection in addition to the inspections delineated above make it unlikely that a manufacturing defect on the balloon could have caused the rupture. Per report, the delivery balloon was being inflated inside the crimper sizer with approximately 21cc of contrast solution when the rupture occurred. The balloon was not tight in the sizer and could be moved with little effort. Therefore, it is unlikely that over pressurization of the balloon caused the rupture. In addition, it was reported that the gage was checked and nothing abnormal was observed. A second delivery system was prepped with the same crimper without incident. However, due to the crimper not being returned, it cannot be confirmed if a possible manufacturing nonconformance on the crimper could have contributed to the balloon rupture. Defects such as flash, etc that may have contributed to the burst could have been lost /detached after the first delivery system was sized. Therefore, the failure mode of a balloon burst on the second delivery system was not repeated and no abnormalities were identified on the crimper gage at the site. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that the occurrence rate exceeds the (B)(6) 2013 control limits for this failure mode. Therefore, no further corrective or preventive action is required.